Event description:
Additional information stated the patient had concerns with their device or therapy. Please see MFR. Report #3004209178-2013-06644 for information on the patient's other device.

Event description:
It was initially reported on 2012 (B)(6) that for the last 4-5 days, the patient had experienced interstitial cystitis "flares" with not as much frequency issues. The patient had been reprogrammed several times by the nurses at her physician's office and it had not worked. Additional information on 2012 (B)(6) noted that the patient had been reprogrammed that morning. Additional information on 2013 (B)(6) noted that the patient had concerns with their device (have frequency lately). An appt of (B)(6) 2012 and was not resolved. Additional information received on 2013 (B)(6) noted that the cause of the event was worsened disease process. Abnormal impedance measurements were noted: left impedance @ 0 and 3 was greater than 4000. Right impedance @ c and 3, 1 and 3, 2 and 3 and 0 and 3 was greater than 4000. Programming was not helping. No surgical intervention had occurred. Reprogramming on 2013 (B)(6) was noted as: check impedance and battery bilaterally. Adjusted some med. Patient was feeling stimulation in bicycle seat area. Signs and symptoms associated with the event were noted as frequency, urgency, nocturia and pain. Hospitalization was not required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3058 lot# serial# (B)(4), implanted: 2011 (B)(6), product type implantable neurostimulator product ID 3093-33 lot# v758541, implanted: 2011 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3093-33 lot# v758541, implanted: 2011 (B)(6), product type lead product ID 3058 lot# serial# (B)(4), implanted: 2011 (B)(6), product type implantable neurostimulator (B)(4).